Event description:
The physician was performing a stone removal with a soft wire basket. During the procedure the stone was captured and force applied to remove the stone, however, the basket impacted on the stone and a previously placed stent. Subsequently, the drive wire of the basket was cut which allowed the removal of the endoscope. Forceps were used to retrieve the basket, stone and stent successfully. No other complications occurred.